Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer's blood glucose at the time of admission was around 500 mg/dl. The customer also stated that he received continuous no delivery alarms and that there would be a delay from time to time with pressing the act button. Troubleshooting was done. The customer stated that his cannula was bent prior to the hospitalization. The customer stated that, prior to the hospitalization, he was vomiting and attempted to bolus, but his blood glucose did not decrease. The customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was neither bent nor occluded. The customer could not troubleshoot for the no delivery alarm because it was already resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.